Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber was not returned to fisher & paykel healthcare in new zealand. Therefore, our investigation is based on the information provided by the hospital and our knowledge of the product. The hospital reported that the mr290 chamber water feedset began to leak when the nurse connected the water bag. The nurse observed a cut in the feedset tube. Without the return of the complaint devices we are unable to determine what may have caused the problem experienced by the customer. This type of damage can be the result of the tube being pulled away from the spike or chamber dome, possibly due to the feedset being caught or under tension. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome or spike in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a mr290 autofeed humidification chamber leaked when a water bag was connected. This was observed prior to patient use.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a mr290 autofeed humidification chamber leaked when a water bag was connected. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint chamber was discarded by the hospital. We are currently requesting additional information from the hospital. We will provide a follow up report upon completion of our investigation.